Event description:
My freestyle libre 3 plus cgm consistently gives false low readings. Three times this morning is notified me of a low reading of 52 when a finger stick read 102. It also shut off readings 5 times in a 3 hour period last night. Abbott sent me an email advising of this issue on nov 27, but says this cgm doesn't qualify for a replacement, as it isn't on their list. This is the second time I have encountered this problem, but I threw the first one away 2 weeks prior to receiving their return authorization. Tried to notify the manufacturer and they referred me to you. These cgm's are notorious for low readings anyway, but they seem to be getting worse. Pt code: 4582. Device code: 2460. Procode: qbj. Ref report: mw5180203.